Event description:
At the one month postoperative visit a surgeon reports observing fibrin in front of the lumen of the istent. Intervention is planned to use low yag laser energy application to the fibrin. Additional info has been requested, however at this time the pt's identity and device identifiers are not known.

Manufacturer narrative:
The device remains implanted and is not available for eval. Stent obstruction by iris, vitreous, fibrous overgrowth, fibrin, blood, etc. Is limited in the device labeling s a known inherent risk of glaucoma stent surgery. (B)(4).